Manufacturer narrative:
Customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.

Event description:
Customer reported receiving a low reading of 100 mg/dl on her freestyle blood glucose monitor. A reference value of 249 mg/dl was received on a lab's meter. The results when plotted on a parkes error grid fall into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.